Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported that during a procedure to treat a lesion in a shunt in the right radial artery, dilatation was performed using a 3.0 mm balloon catheter. A 7.0 x 40 mm armada 35 was advanced with some resistance to the lesion to further dilate the lesion. The balloon was inflated to 10 atmospheres (atm) and then gradually increased on subsequent inflations. During the third inflation at 20 atms, the balloon ruptured, as evidenced by a loss of gauge pressure. The armada 35 was pulled back; however, the balloon wrapped poorly and caught on the 5 french sheath. The device could not be removed. The dilatation catheter was pushed and pulled several times, but could not be removed by itself. Force was applied to remove and the balloon separated in the middle of the balloon. The dilatation catheter and sheath were then removed as a single unit and all portions of the balloon were removed from the patient anatomy. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported resistance was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.